Manufacturer narrative:
H.6. Investigation: 1 sample and 4 photos were returned by the customer in support of this complaint. Visual examination of sample and photos was performed and revealed fm on the top of the gel. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was a black foreign matter found in the gel."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was a black foreign matter found in the gel."